Manufacturer narrative:
Retained lot samples for syringe lot 61185 were tested for needle sharpness and finger flanges on the syringe barrel. No abnormalities were found during testing.

Event description:
End user reports that more force is necessary than usual when using syringe with lot 61185 due to the needles being blunt and some having burrs. User also reports that the finger flanges on some syringes were not present.

Manufacturer narrative:
Initial trend analysis for lot 61185 was conducted, no malfunctions were found. This is the only complaint for lot 61185. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that more force is necessary than usual when using syringe with lot 61185 due to the needles being blunt and some having burrs. User also reports that the finger flanges on some syringes were not present.